Event description:
As reported by the (B)(6), there was restenosis of the left superficial femoral artery (sfa) approximately 28 months following the index procedure. The rate of restenosis is unknown. It is unknown what was done to treat the restenosis event. The current status of the patient is ¿ongoing resolving, stabilized, or resolved.¿ the patient was planned to be discharged the following day. The predictability was deemed "predictable." The severity was hospitalization or prolongation of existing hospitalization. The relationship to the study device was deemed undeniable. The patient had a 5x200mm flexstent implanted in the left sfa at the time of the index procedure. The length of the lesion was 150mm and the diameter was 5.0mm. The site was pre-dilated prior to stent implantation. It is unknown if there was possibility of dissection. No distal disease was left untreated. ¿healthy to healthy tissue¿ was covered by the stent. The stent was post-dilated. The residual % of stenosis after stent placement was 0%. The patient was compliant with antiplatelet therapy.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) clinical trial, there was restenosis of the left superficial femoral artery (sfa) approximately 28 months following the index procedure. The rate of restenosis is unknown. It is unknown what was done to treat the restenosis event. The current status of the patient is ¿ongoing resolving, stabilized, or resolved.¿ the patient was planned to be discharged the following day. The predictability was deemed "predictable." The severity was hospitalization or prolongation of existing hospitalization. The relationship to the study device was deemed undeniable. The patient had a 5x200mm flexstent implanted in the left sfa at the time of the index procedure. The length of the lesion was 150mm and the diameter was 5.0mm. The site was pre-dilated prior to stent implantation. It is unknown if there was possibility of dissection. No distal disease was left untreated. ¿healthy to healthy tissue¿ was covered by the stent. The stent was post-dilated. The residual % of stenosis after stent placement was 0%. The patient was compliant with antiplatelet therapy. The patient was a (B)(6) male with a medical history of diabetes mellitus, arteriosclerosis obliterans, and angina pectoris. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4). The initial reporter information is currently not available. (B)(4).